Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot#: (B)(4) description: linear st lead, 50cm model #: sc-1110-02 serial/lot#: (B)(4) description: precision implantable pulse generator (ipg) model #: sc-4316 serial/lot#: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient underwent an explant procedure due to a procedure related infection located at the lead site. The patient was experiencing a fever in association with the infection. The patient was then prescribed antibiotics and is reportedly doing well.